Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for an unrelated at/af ablation procedure. Following the procedure, the patient's implantable cardioverter defibrillator was programmed to ddd. After the change to ddd, the patient's device exhibited cross talk resulting in pacing inhibition. It took a few seconds before the device was reprogrammed to vvi. The physician suspected that the ablation procedure may have contributed to the event. The patient was stable.